Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen, 2000mcg/ml at 599.9mcg/mcg/day via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2019 the healthcare provider reported that the patient had an MRI on (B)(6) 2019 but never had the pump interrogated post MRI until today. The patient was seen by the pain team today and confirmed via the event logs the motor stall and tube set but no recovery. After interrogating the pump today and waiting they then confirmed the motor stall recovery via the logs per caller. Per the healthcare provider the patient was asymptomatic and was not hearing the audible pump alarm which is all normal for MRI telemetry state. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.